Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. In addition, the instrument was found to have damaged conductor wire insulation at the force amp pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.